Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). The mod t20 polyaxial screwdriver was received by the customer quality unit. Visual examination of the mod t20 polyaxial screwdriver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fracture analysis reveals plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex-lobes and extending to the center of the shaft, the potential fracture termination site. Therefore, the reported device failure is confirmed based on the evaluation of the returned device. A device history record review did not find any issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the mod t20 polyaxial screwdriver fracturing its tip could not be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex-lobes and extending to the center of the shaft, the potential fracture termination site. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) has custom expedium drivers. He was performing a lumbar fusion that was a revision. He removed the previous screws and was ¿upsizing¿ them. As he was putting in a 7.5x50 screw, the tip of the screw driver broke off in the screw. We removed that screw using a device designed to back out screws. He tried again with the same size screw and broke another driver off into the screw. We removed that one using the same technique. He then tried a different size screw and it worked fine. The case finished as planned and the surgeon was pleased with the outcome. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.